Event description:
It was reported the device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was large with a 32mm maximum ostium. Transesophageal echo (tee) was used during the procedure. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The 35mm device required one partial recapture. No shoulder was seen during the procedure and all release criteria were met and the device was released. The patient was discharged. On (B)(6) 2021, the patient was admitted to a (B)(6) hospital due to palpitations. The patient was in atrial fibrillation. A transthoracic echo (tte) was performed and the device was identified in the laa. The patient was hemodynamically unstable so a cardioversion was performed. The patient was still in atrial fibrillation following the cardioversion and experienced chest pain. On (B)(6) 2021, a repeat tte at the (B)(6) hospital was performed and the device was seen in the left atrium. The patient was transferred to another hospital where a tee was performed. The device seemed to be "hanging on to the limbus" in the left atrium. The device was percutaneously removed after multiple attempts. No further device implant was attempted. The patient has been discharged.